Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited multiple episodes of noise. Upon opening the pocket and removal of the suture sleeve, the physician noted some insulation damage. The physician elected to repair the lead with medical adhesive. The lead was tested and performed without issues.